Event description:
It was reported that pump displayed malfunction code and fault ID without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through resetting pump, and confirmed malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.